Event description:
The actual residual volume (arv) was greater than the expected residual volume (erv). Arv was 9ml and erv was 4.9ml. Per the hcp the last refill done end of (B)(6) 2012 arv was 27ml and erv was 4.7ml. The hcp also indicated that in (B)(6) 2012 the erv was 24.9ml and the arv was 10.5ml but the hcp was not sure on the accuracy of the (B)(6) numbers. There were no symptoms reported and the patient was reported to be doing fine. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter 8709, lot# l56456, implanted: (B)(6) 1998, explanted: unknown. (B)(4).